Event description:
It was reported that an unknown extension set's female luer connector separated from the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.